Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 20 issue was verified. Additionally the alleged alarm 25 issue was verified in the pump logs, however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 30 during the load process. Additionally, a cartridge alarm 25 occurred. Customer's blood glucose level was 153mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.